Event description:
The complaint is classified based upon the info a reporter/lay person gave to a customer care advocate, cca, on april 21, 2008. The reporter alleged that the pt/lay person's one touch ultra had reverted to the setup mode eight days earlier after the battery was changed. The cca was unable to resolve the issue and replaced all products. According to the reporter, the pt's daughter, the pt was unaware she could call customer svc. On three days later at 7pm, the pt was taken to an urgent care center due to a "bad headache". At the urgent care, the pt was given an unk type and amount of insulin. No other info, such as possible blood glucose tests at the urgent care, the pt's own medication regime, and other health issues, was provided. Because this senior medical affairs specialist has been unable to reach the pt by phone, a letter will be sent. The complaint is classified as an adverse event because the pt reportedly was unable to monitor her blood glucose and later was treated with insulin in an urgent care center.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.